Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient's pressure dropped shortly after access. The right atrial (ra) and right ventricular (rv) leads were positioned and the thresholds were significantly higher than expected. A stat echocardiography was performed, which revealed a pericardial effusion. The patient required intubation, pericardiocentesis, a chest tube placement, and the administration of blood. The delivery catheter, ra lead, and rv lead were removed. The physician noted that the effusion happed prior to lead deployment and the catheter perforated the atrial wall when the dilator was removed. The case was abandoned and a cardiac resynchronization therapy pacemaker (crt-p) system was implanted 13 days later. No further patient complications have been reported as a result of this event.